Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient family member stated that patient has not had a bowel movement since (B)(6) 2017. The change in therapy /symptom was noted as sudden. Patient was implanted for bowel incontinence. The patient family member stated that patient was in the hospital because she had a heart attack (B)(6) 2017 but patient family member did not think it was related to the stimulator. The patient family member stated that patient had a heart attack before that but did not know the event date. The patient indicated for use is fecal incontinence/gastrointestinal/ pelvic floor.